Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a baxter access set would not flow, causing a downstream occlusion alarm. It was further reported that everything was unclamped and that the line flushed but would not clear. To clear the alarm the reported had to remove the tubing from the pump and reload. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
Device code: additional information was received by the reporter stating there was no indication (B)(4) is to be replaced by (B)(4). As the allegation was determined to be a constant downstream alarm by the infusion pump with no allegation against the set..